Event description:
It was reported that the patient was implanted a znn cmn nail 10mmx21.5cm 130r on the right side on (B)(6) 2014. The patient was revised on (B)(6) 2014 due to nail fracture/breakage.

Manufacturer narrative:
The manufacturer did not receive the device, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).